Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: it appears that the pt had a trauma injury and was revised due to pain. However, it is not clear whether the pt was injured due to fall or other type of injury. Pre-op and post-op x-rays are unavailable to study the implantation and after effects of injury. There is also insufficient info on how the revision was performed. The returned parts were analyzed through sem and stem fracture surfaced fatigue striations indicating fatigue fracture over a period of 10 yrs. However, with the existing info, a definitive root cause cannot be attributed to the alleged complaint. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the pt was revised for a medial plateau fracture and pain from trauma injury. During the revision it was found that the stem extension was fractured and it required two hrs to remove it.